Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided image contain information regarding catheter retraction problem. After review of the provided image retraction problem cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. A2, a3a, b5, g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 59-year-old male patient with a left lower limb arterial occlusion underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, it was reported that the catheter and guidewire failed to retrieve after initial suction. After three hours of retrieval attempts, the catheter and guidewire were successfully removed. The procedure was completed using another device. There were no reported patient injuries.

Event description:
On (B)(6) 2025, a patient with left lower limb arterial occlusion underwent a thrombectomy and atherectomy procedure using rotarex catheter. During the procedure, it was reported that the catheter and guidewire failed to retrieve after initial suction. After three hours of retrieval attempts, catheter and guidewire were successfully removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided image contain information regarding catheter retraction problem. After review of the provided image retraction problem can not be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient with left lower limb arterial occlusion underwent a thrombectomy and atherectomy procedure using rotarex catheter. During the procedure, it was reported that the catheter and guidewire failed to retrieve after initial suction. After three hours of retrieval attempts, catheter and guidewire were successfully removed. The procedure was completed using another device. There was no reported patient injury.